Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information review of the remote home monitoring system noted oversensing of noise that led to inappropriately stored episodes on the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient just had a left ventricular assist device (lvad) placed. The patient was brought into the office and noise was seen on all three sensing vectors. The r wave amplitude had also decreased from four millivolts to 0.25 millivolts. An x-ray was taken which found that distal electrode was either close to or touching a sternal wire. The sternal wires were placed at the same time as the lvad. It was also thought that the insulation on the electrode may have nicked during the implant of the lvad. Pressing down on the electrode reproduced the oversensing of noise. Based on the lateral view of the chest x-ray, the physician also believed the electrode had migrated and was no longer on a fascial plane. The physician thought it was in adipose tissue. The physician stated that the surgeon for the lvad procedure must have moved the electrode to perform the thoracotomy, placed the sternal wires to close the chest and then placed the electrode back along the sternum against the wires. A revision procedure was performed where a transvenous system was implanted. During the procedure the s-ICD and electrode were not explanted, but electrically abandoned. This decision was made due to the length of the procedure and that the lvad¿s exit tube was directly next to the s-ICD electrode and the physician did not want to risk damage or infection to the lvad system. No additional adverse patient effects were reported.